Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. A backup device was available and was immediately used. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device. It was observed that there was an event where the user was on sync mode and attempted to deliver shock. The r-wave detector for synchronized cardioversion was unable to mark the r-waves due to the size of the qrs complexes, preventing the user from being able to shock while in sync mode. Looking further into the electronic patient records, it was observed that there were internal pacemaker markings on the ECG rhythm which could be mistaken for the sync markers. Physio determined that the cause of the reported issue was due was use error.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. A backup device was available and was immediately used. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.